Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. The tas evaluated the instrument and did not find an instrument malfunction. The tas ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that sample handling likely contributed to the discordant results. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples per the tube manufacturer's instructions. The hsc specialist recommended the customer to follow proper pre-analytical sample handling procedures. The cause of the discordant, falsely low sodium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on a dimension exl 200 instrument. Only the discordant result for sample (B)(6) was reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected result was issued for sample (B)(6) and it is unknown if the repeat results for remaining patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.